Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2021, customer reported to cue health technical support rep that on (B)(6) 2021 and (B)(6) 2021 she received positive cue results on reader sn (B)(4) with cartridge lots 11612f and 15840b. Pcr tests 1 day and 3 days after the positive cue test results were negative. Customer stated no one in the family had any symptoms or any known exposure to covid. Customer not aware of any high or low temperature exposure to the kit.